Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11341r49, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving dilaudid and morphine (unknown) via an implantable infusion pump. The indications for use were noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that in (B)(6) 2010, the patient got an infection right away after implant. It was reportedly a "real bad staph infection"; "almost gangrene". Everything was explanted a few days after implant. Diagnostics were performed a long time ago (years ago) but the results were unknown. The infection was resolved.